Manufacturer narrative:
Perivalvular or central leak can occur in the peri-operative period due to technique and/or anatomical related factors and are not typically due to a product malfunction. The reported event cannot be confirmed; however, it was reported that the patient was informed that redo-avr with this valve would have a high possibility of the need to convert to a sternotomy. After implantation of the subject device, the surgeon indicated that he needed better exposure and felt it was safer to convert to a sternotomy and performed avr with a conventional surgical valve. There has been no indication or allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient required redo-avr. The patient was advised that minimally invasive avr with an intuity elite valve would only be a 60-70% success rate and would have a high possibility of the need to convert to a sternotomy. Intraoperatively a mini right thoracotomy through a chamberlain approach was performed. A transverse aortotomy incision was created and the old valve was removed. Sizing was performed with 21mm, 23mm and 25mm sizers, and a 23mm valve appeared to be the right size. Three guiding sutures were placed in the native points and advanced through the cuff of the valve, which was then positioned into anatomical position at the level of the annulus and the guiding sutures were tied down. The balloon was inflated to 4.5 atmospheres for 10 seconds. Attempts were made to wean the patient off cpb; however, this was unsuccessful because the patient had moderate perivalvular leak (pvl) and on tee; the valve appeared to be sliding back and forth and not seated at the annulus at all. At this point, there was concern that the valve appeared to be somewhat loose and not necessarily the appropriate size, so the surgeon clamped the aorta and rearrested the heart the same protocol as before, reopened aortotomy, and explanted the 23 mm valve. Clearly, there was a gap identified in the left coronary sinus that was allowing massive regurgitation and part of the noncoronary sinus was also noncoapting with the skirt of the valve. It was decided, even though 25mm sizer was tight, that it would be ideal, the procedure was repeated with three native sutures, a 25mm intuity elite valve (subject device) was implanted and the skirt inflated to 5 atmospheres for 10 seconds. Although this valve appeared to seat quite well, the patient continued to have severe aortic regurgitation noticed in the left coronary cusp once off cpb. At this point, the surgeon noted he needed better exposure and felt it would be safer to convert to a sternotomy and performed avr with a conventional surgical valve. A conventional surgical valve was then implanted and appeared to seat quite well. The patient was weaned off cpb with inotropic support. It was noted there was a trivial pvl. The chest component was still continuing to bleed and multiple doses of cryo, platelets and ffp were administered. Coagulopathy was monitored and eventually the bleeding slowed down. Due to the bleeding and the long operation surgeon decided to leave the chest open, a ptfe patch was sewn into the skin incision. He transferred in critical condition under deep sedation, paralyzed with inotropic support to the cardiac recovery unit. Per sales, the patient was on cpb for 12 hours, and the surgeon stated there were no issues with the valves, it was the anatomy of the patient and friable tissue. On pod #1, the patient had new onset atrial fibrillation and was cardioverted. Patient was shocked and went into vt and finally went into nsr. On pod #2, the patient returned to the or for mediastinal washout and exploration, evacuation of right hemothorax, closure of chest sternotomy incision and placement of vac dressing. He transferred back to the cardiac recovery unit in critical condition. This was a training case for the surgeon.